Manufacturer narrative:
Product analysis: the hawkone device was received for evaluation connected to a cutter driver inside its shelf box. Within the shelf box, the device was loosely packed inside its previously opened labelled pouch. The shelf box and label pouch lot numbers were consistent with the reported device. No ancillary device or cine images from the procedure were received for review. The device was removed from the packaging and visually inspected. No anomalies were noted with the distal assembly. Biological debris was noted within the housing. The cutter was returned advanced approximately 0.8 cm distal to the cutter window. The torque shaft was straightened by hand and the cutter driver was powered on. The thumb switch was retracted, and the cutter was able to be retracted within the cutter window without issue. Biological debris was attached to the cutter. No anomalies were noted with the cutter. The cutter was then attempted to be advanced within the distal housing. The cutter was able to advance approximately 2.4 cm distal to the cutter window. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended use a hawkone device with a 6fr non-medtronic sheath and non-medtronic 0.014 guidewire during treatment of a fibrous lesion in the patient¿s mid left superficial femoral artery (sfa). Lesion exhibited 70-80% stenosis. The vessel is described as being non tortuous and non-calcified. Embolic protection was not used. It is reported that following completion of the first pass, during cutting when the physician knew that the device was full, the physician pulled back the device to flush it. It is reported the device was attempted to be turned off before re-advancing but the thumbswitch could not be moved completely. Several unsuccessful attempts were made. The blade did not return back to the housing prior to removal for cleaning. The device was safely removed from the patient. No difficulty or resistance was noted during removal. No deformations were noted in the cutter. The physician then requested a replacement device to complete the procedure without further issue. No patient/vessel injury reported.